Manufacturer narrative:
G2: citation: authors: hisato ito., et al.. Left ventricular perforation by impella 5.5 during surgery for postinfarction ventricular septal rupture. The egyptian heart journal 76(1):147 2024. Doi.org/10.1186/s43044-024-00579-y. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75-year-old male patient who underwent tricuspid valve annuloplasty using a medtronic contour 3d ring. It was reported that transthoracic echocardiogram (tte) performed post implant of the annuloplasty ring showed progressively increasing pericardial effusion and the patient underwent mediastinal re-exploration on postoperative day 12. It was reported that a large amount of old, dark blood was removed from the pericardial cavity and there was no active bleeding. No further information was provided pertaining to medtronic products.